Event description:
Per clinical review: during start up for a cardiopulmonary bypass (cpb) procedure on (B)(6) 2020, the team received a 'disk boot up' failure on their heart lung machine (hlm). The team opted to exchange the hlm for another one. There was a ten minute delay in set up. The procedure proceeded as normal. There was no blood loss or harm due to this message and change out of the hlm.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr reseated the batteries that were installed by the facility's biomedical engineer and reset the ccm basic input output system (bios). He checked the ccm calibrations, and the operation. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'disk boot failure' message upon start up. The facility's biomedical engineer tried replacing the batteries. The ccm screen went dark, and was unable to boot up. As a result, an alternate device was employed and resulted in a delay. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.